Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database did not show any other reports against the lot code provided info states the bone collapsed medially, tibia component was loose and both femur and tibia ended up needing to be revised, no known trauma. Provided info marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. The investigation could not draw any conclusions regarding the reported event. The investigation could not draw any conclusion regarding the reported event with the info available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address tibial loosening. The bone collapsed medially.